Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced oversensing with an elevated sensing integrity counter (sic). It was suspected that the rv lead pin was not all the way in the implantable pulse generator (ipg) header. The rv lead and ipg remains in use and will be monitored. No patient complications have been reported as a result of this event.